Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched on (B)(4) but was unable to find an active leak. The fse found a broken mini pinch valve on the retic module which was not related to the reported leak. The fse ran startup, controls, and samples but no leak was observed. The fse returned the following morning on (B)(4) and discovered a slow leak at the line attached to the elyse heater. The fse cut the end off the tubing and reattached the tubing to resolve the leak. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to the tubing attached to the elyse heater. (B)(4).

Event description:
The customer reported a clear liquid leak under the right side of the coulter lh 750 hematology analyzer. The volume of the leak is unknown but the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and goggles at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.